Manufacturer narrative:
Added health effect - impact code 1802 (death). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The measurements taken before the procedure were in the 4 projections at 0degrees - 26mm; 45degrees - 20mm; 90degrees - 16mm; 135degrees - 26mm. An atrial fibrillation ablation performed on the patient, between the ablation and the device implantation, there was no cardiac effusion was noted. During procedure, the activated clotting levels were above 250s and 2500 - 5000 units of heparin was administered and the the left atrial pressure was >12mmhg. After three implantation attempts, a radial cardiac effusion and pericardial effusion were observed. The physician believed it occurred during the device implantation, causing trauma to the appendage. A pericardial puncture was performed and collected fluid returned to the patient's bloodstream via the femoral route. They decided to implant a smaller prosthesis and a new 25mm amplatzer amulet left atrial appendage occluder was chosen, implanted successfully with the same delivery system. After the procedure, protamine or reversal agent was administered. On an unknown date, it was reported that the patient passed away.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The measurements taken before the procedure were in the 4 projections at 0degrees - 26mm; 45degrees - 20mm; 90degrees - 16mm; 135degrees - 26mm. An atrial fibrillation ablation performed on the patient, between the ablation and the device implantation, there was no cardiac effusion was noted. During procedure, the activated clotting levels were above 250s and 2500 - 5000 units of heparin was administered and the left atrial pressure was >12mmhg. After three implantation attempts, a radial cardiac effusion and pericardial effusion were observed. The physician believed it occurred during the device implantation, causing trauma to the appendage. A pericardial puncture was performed and collected fluid returned to the patient's bloodstream via the femoral route. They decided to implant a smaller prosthesis and a new 25mm amplatzer amulet left atrial appendage occluder was chosen, implanted successfully with the same delivery system. After the procedure, protamine or reversal agent was administered.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The measurements taken before the procedure were in the 4 projections at 0degrees - 26mm; 45degrees - 20mm; 90degrees - 16mm; 135degrees - 26mm. An atrial fibrillation ablation performed on the patient, between the ablation and the device implantation, there was no cardiac effusion was noted. During procedure, the activated clotting levels were above 250s and 2500 - 5000 units of heparin was administered and the left atrial pressure was >12mmhg. After three implantation attempts, a radial cardiac effusion and pericardial effusion were observed. The physician believed it occurred during the device implantation, causing trauma to the appendage. A pericardial puncture was performed and collected fluid returned to the patient's bloodstream via the femoral route. They decided to implant a smaller prosthesis and a new 25mm amplatzer amulet left atrial appendage occluder was chosen, implanted successfully with the same delivery system. After the procedure, protamine or reversal agent was administered. On (B)(6) 2025, it was reported that the patient passed away. The cause of death was acute liver failure.

Manufacturer narrative:
An event of improper or incorrect procedure or method and patient-device incompatibility (implant-related tissue damage) was reported. The device was returned to abbott for investigation. The device was inspected and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided procedural imaging and information were reviewed by an abbott medical reviewer. Based on the information received, the reported device implant-related tissue damage, pericardial effusion, and cardiac tamponade could not be determined. The reported improper or incorrect procedure or method was due to user using the same delivery system for the new occluder. The patient effects of death was due to acute liver failure. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: type of investigation: 4117.

Manufacturer narrative:
An event of improper or incorrect procedure or method and patient-device incompatibility (implant-related tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided procedural imaging and information were reviewed by an abbott medical. Based on the information received, the reported device implant-related tissue damage, pericardial effusion, and cardiac tamponade could not be determined. The reported improper or incorrect procedure or method was due to user using the same delivery system for the new occluder. The patient effects of death was due to acute liver failure. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code.